Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a generator change-out procedure. During the procedure, the right atrial lead was found oversensing noise. The noise from the lead was believed to be caused by a mid to distal insulation breach. Physician did not find any proximal damage from the lead. The lead was capped and replaced on (B)(6) 2020. No patient symptoms were reported.